Manufacturer narrative:
The device has been requested to be returned for evaluation- it has not been received. The investigation is pending.

Event description:
It was reported that the a-line tubing was faulty, blood spewing from small hole on side port of stopcock. The a-line was removed from patient and sequestered in office. It was the monitoring extension set stopcock that was leaking. This stopcock is sometimes used in place of the extension set that comes in the kit. The event occurred in the hospital. There was patient involvement, and unknown human harm.

Manufacturer narrative:
Investigation summary: the complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 14062386 was reviewed and no non-conformities were found that would led to the reported complaint.